Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an external visual inspection of device. The manufacturer found unknown contaminate on the top of the base unit. The manufacturer completed an internal visual inspection of device. The manufacturer found contamination throughout the humidifier and the base unit. The seal of the humidifier had an unknown black contaminate all over it. The dry box had an unknown white contaminate on the bottom of it. The humidifier lid had some unknown contamination on the underside. There were mineral deposits on the blower motor as well as in the air path of the blower box. The manufacturer reviewed the device¿s downloaded event log. And found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirms the presence of contamination and mineral deposits that being sourced external to the device.